Event description:
It was reported that the user experienced prolonged hyperglycemia following meal announcements while using the ilet system, despite reporting a low-carbohydrate meal and no dosing stoppage; the user changed infusion supplies after several hours and noted extensive scar tissue that could have affected insulin absorption, after which glucose returned to range. Symptoms included elevated blood glucose. Outcomes included self-management with supply change and subsequent glucose normalization without hospitalization or alarms. Investigation included user troubleshooting and education with review of infusion site considerations. Investigation of this case revealed no discernable device malfunction or infusion set defect and suggested potential impaired insulin delivery due to scar tissue at the infusion site. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.